Event description:
Patient reports of having right hip pain and right knee folds in when he tries to stand up. Patient states he has trouble walking long distances and needs to use a cane.

Manufacturer narrative:
The following other devices were also listed in this report: modular dual mobility insert; cat# 626-00-46f; lot# 43281902. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmmhym. Primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mmket9. Delta un.fem hd 28mm r28 16/18; cat# 6519-1-028; lot# 40499001. Uni adaptor sleeve v40 ti; cat# 6519-t-204; lot# 43666001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving an adm liner was reported. The event was not confirmed. A medical review was performed and concluded "x-ray dated (B)(6) 2013 is an ap of the pelvis on which the right hip stem is unchanged. A larger acetabulum with one screw in nominal position is noted. The hip is reduced. X-rays dated (B)(6) 2014 are an ap of the pelvis and lateral of the right hip are unchanged with reference to the appearance of the right hip."no examination of the explanted components is available. Based upon review of the additional documentation, no determination can be made for the cause of the apparent failure of biologic fixation of the acetabular component requiring revision surgery in this case." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The root cause of the pain could not be determined. A medical review completed did not identify a device related issue. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient reports of having right hip pain and right knee folds in when he tries to stand up. Patient states he has trouble walking long distances and needs to use a cane.